Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology remains in communication with the clinic. Therefore, once we obtain updated information a supplemental report will be submitted.

Event description:
Intera oncology was notified that an intera 3000 hepatic artery infusion pump flow rate experienced slow flow. On (B)(6) 2026, the flow rate went from around 1.4ml/day to 0.96ml/day. On (B)(6) 2026, the catheter was flushed using the special bolus needle and a pump study was done.